Event description:
It was reported that the ht70 plus ventilator lost ventilation. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
An ht70 plus ventilator was returned to covidien/medtronic¿s failure analysis. No errors were recorded in the diagnostic logs. An investigation was performed and the failure analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.